Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported since implanted the location of the patient's ins had been uncomfortable. They though it would dissipate when swelling went down but it did not. When they patient laid back they could feel the box and it was uncomfortable. The patient was also sure the ins had shifted because it was more towards their skin. The patient wanted their healthcare provider to move the location of the ins.